Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, after a right bhr procedure performed on (B)(6) 2021, the patient developed hip joint pain. Imaging tests on (B)(6) 2024 were suggestive of pseudotumor formation possibly related to particle disease and showed acetabular hardware loosening. Therefore, a revision surgery was performed on (B)(6) 2024, during which the acetabular cup was found to be grossly loose. Both bhr acetabular and femoral components were exchanged for a depuy orthopedics tha system. No post-op problems were reported, and patient was discharged on (B)(6) 2024.

Manufacturer narrative:
H3, h6: it was reported that, after a right bhr procedure, the patient developed hip joint pain. Imaging tests were suggestive of pseudotumor formation possibly related to particle disease and showed acetabular hardware loosening. Therefore, a revision surgery was performed, during which the acetabular cup was found to be grossly loose. Both bhr acetabular and femoral components were exchanged for a total hip arthroplasty system. No post-op problems were reported, and patient was discharged. As of today, the implanted devices, all of which were used in treatment have not been returned for evaluation. A review of the historical complaints data for the alleged devices was performed using batch numbers, part numbers and the reported failure modes to evaluate patterns of repeated failures or defects. Similar complaints have been identified for the cup and head, and this failure will continue to be monitored. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All released devices involved met manufacturing specifications upon release for distribution. The review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. The alleged failure modes and associated risks have been anticipated within the risk file and the anticipated risk level is still adequate. No further actions are required at this time. A review of historic escalation actions related to the products and similar complaint events was performed. Following the review, prior applicable escalation actions were identified and confirmed to reduce associated risks as far as possible. No further escalation actions are required. The available medical documents were reviewed. A clinical root cause could not be determined. A clinical root cause of the acetabular loosening cannot be confirmed. The revision operative report did not note findings consistent with pseudotumor. The patient impact beyond the reported revision could not be determined. Based on the information provided, further investigation of the reported complaint cannot be carried out and remains inconclusive. A definitive root cause cannot be determined. Specific factors known to contribute to the alleged fault are excessive physical activity levels, unreasonable stress on replacement system, excessive patient weight, trauma to the joint replacement, loosening of components may increase production of wear particles and accelerate damage to the bone. Should the devices or additional information be received, the complaint will be reopened. Based on this investigation, the need for corrective and preventative actions is not indicated.